Manufacturer narrative:
Product analysis: evaluation determined that attachment was corroded. The likely cause of is due to internal tube of bearing was corroded. It was also noted that distal bearings are misaligned and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the attachment was corroded. It was reported there was no patient or staff impact. Additional information was received stating that bearings misaligned were found during evaluation.